Manufacturer narrative:
For the reported malfunction, the device is pending return to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced device contamination during manufacturing or shipping. This information was received from one source. The malfunction did not involve a patient. Therefore, the patient¿s age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced device contamination during manufacturing or shipping. This information was received from one source. The malfunction did not involve a patient. Therefore, the patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned. The investigation reported issue was confirmed for a foreign material was allegedly found in the package. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the reported malfunction, the device is pending return to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced device contamination during manufacturing or shipping. This information was received from one source. The malfunction did not involve a patient. Therefore, the patient¿s age, weight, and gender were not provided.